Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge received customer product complaint with the allegation that the light head of the prismalix/alm device fell down. There was no injury reported however we decided to report the issue based on the potential as such detachment may lead to serious injury for the patient or operator. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The broken screws that caused the light head to fall down were returned to the manufacturer and were evaluated. Our product experts indicate the breakage of the screws is likely to have been caused by fatigue stress due to a moderate shear overload. The subject matter experts at the manufacturer point out that there is no evidence that the suspension fixing screws were checked or replaced during the maintenance. In summary manufacturer¿s investigation led to the conclusion that most probably root cause is connected with incorrect maintenance of the device. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: ot238413.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with alm light. As it was stated, the fixation screws broke suddenly and the surgical light fell down. There was no injury reported however we decided to report the issue based on the potential.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).